Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure (did not deploy cannula) or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose reached 450 mg/dl and that the cannula never fired.